Manufacturer narrative:
The lot number is not known; therefore, the device manufacture and expiration dates cannot be determined. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on 08/24/2009 that a zero tip nitinol stone retrieval basket was used for a calculus removal procedure performed on (B)(6) 2009. According to the complainant, the retrieval basket failed to open once inside the pt's ureter. It is unk if a stone was present in the retrieval basket when the problem occurred. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."